Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "gas loss in iabp circuit" and "gas gain in iabp circuit" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
We have initiated an investigation of this report. The device history record (DHR) for the iabp involved in the event has been reviewed. There are no nonconformities in the DHR related to the reported event. A company service representative evaluated the iabp involved in the event. The reported problem could not be duplicated; however, it was confirmed that gas loss and gas gain alarms were logged in the system error logs. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).